Event description:
Same case as MDR#2134265-2014-00101. Same case as MDR#2134265-2014-00109. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The target lesion was located in the tight, calcified mid left anterior descending (lad) artery. The physician performed rotational atherectomy with a unspecified 1.25mm burr followed by balloon angioplasty to the lesion. The lesion was still tight with inadequate support, so a promus premier 2.5x32mm stent was advanced through an unspecified guide catheter with resistance. After pushing several times, the promus premier 2.5x32mm stent was removed and found it was deformed at the distal end. The physician advanced another promus premier 2.5x32mm stent and a new guide catheter to the lesion but the promus premier 2.5x32mm stent was deformed at the distal end even before emerging from the guide catheter. The physician then tried a synergy 2.5x32mm stent which was able to pass through the guide catheter, but was deformed at the distal end as it was advanced across the lesion. The lesion was pre-dilated with a non bcs 1.5x15mm balloon catheter. The physician also tried multiple synergy stents (2.5x16mm, 2.25x12mm and 2.25x8mm) but none of them were able to cross the lesion after multiple attempts. The physician was finally able to cross the lesion with a non-bsc 2.25x12mm stent after many attempts. Another non-bsc 2.5x23mm stent was also placed to cover the lesion and the procedure was completed. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the distal end of stent was stretched. The proximal balloon cone was partly inflated, however the proximal end of the stent remained crimped in place. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The target lesion was located in the tight, calcified mid left anterior descending (lad) artery. The physician performed rotational atherectomy with a unspecified 1.25mm burr followed by balloon angioplasty to the lesion. The lesion was still tight with inadequate support, so a promus premier 2.5x32mm stent was advanced through an unspecified guide catheter with resistance. After pushing several times, the promus premier 2.5x32mm stent was removed and found it was deformed at the distal end. The physician advanced another promus premier 2.5x32mm stent and a new guide catheter to the lesion but the promus premier 2.5x32mm stent was deformed at the distal end even before emerging from the guide catheter. The physician then tried a synergy 2.5x32mm stent which was able to pass through the guide catheter, but was deformed at the distal end as it was advanced across the lesion. The lesion was pre-dilated with a non bcs 1.5x15mm balloon catheter. The physician also tried multiple synergy stents (2.5x16mm, 2.25x12mm and 2.25x8mm) but none of them were able to cross the lesion after multiple attempts. The physician was finally able to cross the lesion with a non-bsc 2.25x12mm stent after many attempts. Another non-bsc 2.5x23mm stent was also placed to cover the lesion and the procedure was completed. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).